Event description:
Unexplained pain on anatomic tka was reported on (B)(6) 2025 by the surgeon on our clinical follow-up database. Unexplained patient pain occurred 115 months (more than 9 years) after the implantation. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2024. Implantation performed on (B)(6) 2015. Remedial action taken by healthcare facility : revision of the anatomic fixed bearing insert. Associated devices: anatomic® posterior stabilized femoral component cementless, size 4 (reference and batch number unknown). Anatomic® tibial base plate for fixed bearing insert cementless, size 3 (reference and batch number unknown).

Manufacturer narrative:
No review of manufacturing data could be performed as the list of devices and lot numbers were not communicated. The review of the internal vigilance database shows 4 incidents related to post-operative pain with anatomic prothesis (cemented or cementless). The occurrence is rare (based on anatomic femoral component global sales between (B)(6) 2020 and (B)(6) 2025). All incidents were reported by the same healthcare facility. The analysis of the patient file recorded during the clinical monitoring doesn't reveal any element which could explain the postoperative pain 9 years after the implantation. Without explants, batch numbers and reference numbers, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the post-operative pain cannot be explained and remains unknown.